Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This field service representative (fsr), verified the occluder head end cover cap latch was broken. The fsr installed a new end cover assembly and preventive maintenance (pm) and release test were completed. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the occluder head was broke. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr) and investigator's observation. There was no indication how or when the damage occured. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.